Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hand assisted sigmoid colectomy for patient¿s diverticulitis, the device was fired and two donuts were completed. During the leak test, there were anterior and posterior leaks in staple line. Surgeon was able to over sew anterior leak but unable to pinpoint posterior leak so the surgeon converted the surgery to ileostomy.